Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) reported there were no actions or interventions taken to resolve the strong stimulation then lack of stimulation and no symptom relief. The cause of the strong stimulation then lack of stimulation and no symptom relief was unknown. The hcp noted the strong stimulation then lack of stimulation and no symptom relief has been resolved, wires pulled.

Event description:
The patient reported that their trial had not helped with their symptoms. The day the patient felt it really strong but that feeling only lasted 20 minutes the patient turned stimulation all of the way up to 9. They felt it right then but had not felt anything since. The patient did not feel stimulation. No medical procedures/electromagnetic interference or trauma/falls that could be related was reported. The patient was scheduled to see their healthcare provider on (B)(6) 2016.